Manufacturer narrative:
Concomitant medical product: dtmb1d1 crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced high/ undefined defibrillation impedance on both the rv coil and the superior vena cava (svc) coil. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.